Event description:
It was reported that during implant attempt, there were sensing difficulties with the lead unless the stylet was inserted into the body of the lead. The lead was attempted in multiple positions. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism and there was tissue on the helix. The analyst noted that the lead was returned with the helix fully extended, with blood and tissue on it.